Manufacturer narrative:
No complaint was received with the return of the device. A partial connection portion of the lead was returned measuring 30.4 cm. Failure event found in analysis. Final analysis found an external abrasion found at 10.2 - 11.2 cm from the connector pin, consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.